Manufacturer narrative:
(B)(4). Report source: foreign - spain. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported, that an expired product has been implanted approximately 1 month after the sterile expiration date. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Sterile cert reviewed and confirms product was irradiated in conformance with technical agreement. The root cause of the reported issue is attributed to the user utilising expired product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.